Manufacturer narrative:
(B)(4). Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that there was suction loss during laser firing during the limbal relaxing incisions (lri) and the procedure was aborted. The patient information was not available at the time of this report.

Manufacturer narrative:
Correction: in the initial report, the device manufacture date provided (12/30/2014) was incorrect. The correct date of manufacture is october 2014 as provided in the investigation. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. All pertinent information available to abbott medical optics has been submitted.